Event description:
A customer reported getting an ER-6 message on their pxtra meter and as a result of being unable to test, experienced lightheadedness with a subsequent loss of consciousness. The customer reportedly self-treated with janumet, trial mix and diet soda to counteract the symptoms. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
During a troubleshooting with adc customer service it was identified the customer was using expired test strips (exp: may/2011). This case did not involve a product malfunction. Since the medical event was related to the use error, no investigation of the product is required. This is a final report.